Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There's no patient use associated with the reported event.

Manufacturer narrative:
Physio-control failure analysis center further evaluated the customer's device. It was observed that the digital pcb assembly had a shorted capacitor, designator c76 which caused the device to not power on.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There's no patient use associated with the reported event.